Manufacturer narrative:
Batch review performed on 20-dec-2024. Lot 148445: (B)(4) items manufactured and released on 24-mar-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 9 years and 7 months after primary, the patient came in reporting pain due to a loose stem. The surgeon revised the medacta stem and head with a competitor's product and revised the medacta liner with another medacta liner. The surgery was completed successfully.